Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent dislodgement occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). The 3.0 x 20mm liberte bre mr stent delivery system (sds) was delivered to the lesion and when the physician was to deploy the stent, it was noted that the stent was missing and had dislodged proximal to the lesion. Using a snare the dislodged stent was removed. The procedure was completed with a non bsc stent. No further patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent dislodgement occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). The 3.0 x 20mm liberte bre mr stent delivery system (sds) was delivered to the lesion and when the physician was to deploy the stent, it was noted that the stent was missing and had dislodged proximal to the lesion. Using a snare the dislodged stent was removed. The procedure was completed with a non bsc stent. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Updated: device evaluated by MFR, method, result, conclusion. Device evaluated by MFR: returned product consisted of a liberte/veriflex stent with the original shelf box, non-bsc guide catheter, non-bsc guidewire, "y" adapter and snare. There was contrast and blood present on the stent, blood was also present inside the "y" adapter. The stent delivery system (sds) was not returned for product analysis. The stent was attached to the snare, which is consistent with the reported dislodgement. About half of the stent was mangled. Inspection of the remainder of the stent presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).